Manufacturer narrative:
The insulin pump unable to prime during prime a33 test due to faulty connector. Unable to perform the occlusion and excessive no delivery test due to unable to prime. No motor error alarm during testing. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had no pancreas and rapidly fluctuating blood glucose levels. Her blood glucose was 445mg/dl at the time of reporting. She inquired about upgrading her insulin pump. The insulin pump is being returned. No additional information was reported.